Manufacturer narrative:
As reported, when the balloon of an unknown mynxgrip was tested outside the body, the balloon did not work when it was inserted. It is suspected that the balloon had ruptured at an unknown time. It is unknown how the procedure was completed. There was no patient injury. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use. It is unknown if the device was purged of air during prep. However, the sales representative further explained that the physician is very fastidious and has observed him prep a balloon very thoroughly. When the mynx was prepped, the black marker on the inflation indicator fully exposed. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
The device has not been returned for evaluation. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed.

Event description:
As reported, when the balloon of an unknown mynxgrip was tested outside the body and then did not work when it was inserted. It is suspected that the balloon had ruptured at an unknown time. It is unknown how the procedure was completed. There was no patient injury. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use. It is unknown if the device was purged of air during prep. However, the sales rep further explained that the physician is very fastidious and has observed him prep a balloon very thoroughly. When the mynx was prepped, the black marker on the inflation indicator fully exposed.